Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose values on (B)(6) 2018 with blood glucose value of 42 mg/dl. Customer's current blood glucose value was 259 mg/dl. Customer's other relevant blood glucose level was 30 mg/dl, 133 mg/dl. The customer was treated with glucose gel and food for low blood glucose levels. During hospitalization, customer was treated with intravenous glucose for low blood glucose levels. Troubleshooting was performed and the device is not expected to return for analysis.